Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, .the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 4 (usm4) blocking movement with error 23087. The reported complaint remained after the customer restarted the system several times. Tse reviewed the system logs and found several entries from the usm4 with hall encoder/sensor slippage causing the issue. The surgeon elected to perform the surgical procedure as a three arm system configuration. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 4 (usm4) for failure analysis investigation. The unit was analyzed and in log reviews, the 23087 error was found indicating a hall sensor fault, confirming the fault occurred in the field. Upon visual inspection, evidence of fluid intrusion was found that would be related to the reported event. The usm was installed onto a golden system where the component triggered a 23210 error. The usm was then installed onto a psc fixture test platform (pftp) where it was found to be failing the direction test. Once testing was completed, the insertion hall sensor was aba tested and was verified to be the source of the fault. While the definitive root cause could not be established, based on fa, a possible cause was attributed to be the insertion hall sensor.